Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons were harder to press, as they had to be pressed more than once to work especially the act button. Also, the insulin pump had trouble turning back on in the process of battery change. The customer had to remove the battery and put back multiple times to get the insulin pump to turn back on. The device will not be returned for analysis.